Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via the insulet customer service team, on (B)(6) 2026, the patient experienced an event in which their cgm device displayed ¿high mg/dl¿ despite the patient actually being hypoglycemic. The patient was also wearing an omnipod insulin pump at the time. During the episode, the patient¿s blood glucose meter readings decreased from 74 mg/dl to 45 mg/dl. The patient self-treated with glucose tablets and orange juice. While experiencing hypoglycemia, the patient fell and sustained a laceration near the left eye. There was no documentation indicating a loss of consciousness, nor was there any initial medical intervention reported. On (B)(6) 2026, the patient presented to the emergency room due to injuries from the fall. A CT scan was performed, and stitches were placed to treat the laceration near the patient¿s left eye. The patient was discharged home the same day and was reported to be ¿fine¿ at the time of reporting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.